Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultra 2 meter was showing inaccurate erratic readings. The medical affairs specialist sent follow-up questions and obtained the additional info from the pt on june 20, 2008. The pt could not state exactly when did the reported issue first start. However, she indicated that the meter started giving inaccurate readings on five days prior to original date. On the same day in the morning, the pt had received a reading of 24.0 mmol/l and she had administered 7 units of novorapid insulin at around 10:00pm that day. The pt reported of feeling hypoglycemia symptoms at around noon that day. It is unk what were the exact symptoms that she was feeling at the time of concern. She tested her blood sugar on the reported lfs meter and received a reading of 16 mmol/l. She ate and drank something and felt better in about 10 minutes. She tested her blood sugar again and received a reading of 2.5mmol/l. She was not tested on another device at the time of concern. A quality control test was not performed, as the pt did not have control solution with her during troubleshooting call. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was drawn from an approved source, and the unit of measurement was set correctly. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt mentioned about experiencing hypoglycemia symptoms after the reported issue started.